Manufacturer narrative:
(B)(4).

Event description:
The customer reported a leaking cuff on the tube. There was no report of patient involvement. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: one sample returned for evaluation in a sample bag without its original unit pouch. Visual examination of the returned unit shows the sample is contaminated. There is contamination around both cuffs and on the proximal pilot. An attempt made to inflate the returned unit shows the distal cuff inflated without any issue but the proximal cuff failed to inflate. The returned sample was leak tested under water and leakage was detected from the proximal pilot. Further examination of the proximal pilot using the microvu shows a jagged cut to the pilot balloon measuring 3.5mm in length and 0.036¿ at its widest point. This type of damage is indicative of the pilot balloon coming in contact with a sharp utensil or object. The double wall thickness of the pilot balloon was measured away from the damaged area and found to meet the blueprint specifications. The distal cuff was deflated and no issue noted. The reported defect could be detected on the returned sample. All of our products undergo a four hour inflate/deflate test and it is at this stage of the process that any defects are removed from the lot. The returned unit would not have passed this stage of our inspection. Instructions for use(IFU) states the following¿ as these devices may have been subjected to handling, storage conditions or preparations which compromised functional integrity; each tube's cuffs, pilot balloons and valves should be tested by inflation prior to use. If dysfunction is detected in any part of the inflation system, the tube should not be used. ¿ information has been added to the database and trends will continue to be monitored. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.